Event description:
It was reported when the surgeon went to implant the screws, the tip of the screw did not insert correctly. The surgeon changed out the screws and proceeded with the case. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical product: 1.5x3.5mm ht sd x-dr scr ea, cat# 91-6103, lot# 737860. Report source: (B)(6). A visual inspection was completed on both of the returned screws. The tips for both screws are missing. The screws both show signs of attempted use including marking on the screw heads as well as damage to the tips and the surrounding anodize. A determination cannot be made as to what caused the damage to the screw tips. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00021.